Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the patient developed pleural effusion. Blood was drawn out via a chest tap. The atrial lead remains in use. No further patient complications have been reported as a result of this event.